Event description:
A user facility reported a scratched intraocular lens (iol). There was no patient involvement.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/19/2009 and 07/10/2009 by mail. A completed questionnaire was received on 07/13/2009. (B) (4). (B) (4)